Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (component codes).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6 (type of investigation, investigation findings, investigation conclusions). (B)(6), an rn in micu 4, reported a gas loss alarm. After guiding him through standard troubleshooting checking helium tubing, performing an iab fill, and restarting the pump functioned normally. (B)(6) noted the patient had been moving the iab leg before the alarm. Isupport team advised him to call back if the alarm recurs multiple times within an hour. Product surveillance information was collected.

Event description:
It was reported through a direct call from the customer to the emergency support program that cardiosave intra-aortic balloon pump had a gass loss alarm. Patient was involved but no harm or injury to the patient was reported.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.